Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient's infusion device displayed e8 (power interrupt) and none of the buttons on the device were functioning. The patient also reported that the rubber covering of the buttons was worn down. No adverse event was reported. The infusion device was requested to be returned for product evaluation.